Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device's first knife was available and the back was not available. The event timing was during surgery. There was no harm to the patient in the event however there was a 1 hour delay in the procedure due to malfunction. No adverse events were reported as a result of this malfunction.